Event description:
It was reported that patient underwent total bi-polar arthroplasty in 2008. During the procedure, the polyethylene liner did not lock into the acetabular shell properly. Prodcedure was completed utilizing a uni-polar product.

Manufacturer narrative:
A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: this report filed october 2, 2008